Manufacturer narrative:
B5: upon follow up it was reported the patient experienced peritonitis 12 days prior to the transfer set leak. It was further reported that "peritonitis was due to a leaking transfer set". On an unspecified date, the patient was treated with unspecified antibiotics (intraperitoneal) for peritonitis. It was not reported if the patient was hospitalized for the event. The patient outcome and action taken with pd therapy were not reported. H10: the device was received for evaluation with a minicap attached to the female connector. Visual inspection with the naked eye observed a broken occluder foot. The broken occluder (located beneath the twist sleeve on the mainbody) was the cause of the leak, fluid flow through the set. The cause of the broken occluder could not be determined with the provided information. However, a potential cause of this type of damage is exposure to chemical agents such as foreign solvents, dyes, or cleaning agents. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed; further described as ¿the miniset twist extension was leaking fluid when minicap removed, even though twist clamp closed¿. This was observed when removing the cap for peritoneal dialysis therapy. The transfer set was removed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.